Event description:
It was later reported the event resolved without sequelae on (B)(6) 2013. It was noted "bactrim ds q12 x 14 da. Was used" it was also noted there was erythema at the stimulator site february 12, 2013. It was noted it was healing slowly but no erythema or exudate as of (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced "superficial dehiscence" at the implantable neurostimulator (ins) site. The patient was reported to have experienced "tenderness on palpation" and "yellow drainage." It was further reported that the severity of the patient's condition was "mild." The patient was administered antibiotics and had the wound sealed with a liquid adhesive in combination with adhesive strips on (B)(4) 2013. The patient's wound site was reported as "improving" upon palpation on (B)(6) 2013. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead, product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).